Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Crease/ folding of implant: observed. Double capsule: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "implant capsular contracture baker grade iii, double posterior capsule and severe fold". Device has been explanted and replaced with a non allergan product.

Event description:
Healthcare professional reported right side "implant capsular contracture baker grade iii, double posterior capsule and severe fold". Device has been explanted and replaced with a non allergan product.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 13apr2024.

Event description:
Healthcare professional reported right side "implant capsular contracture baker grade iii, double posterior capsule and severe fold". Device has been explanted and replaced with a non allergan product.

Event description:
Healthcare professional reported right side "implant capsular contracture baker grade iii, double posterior capsule and severe fold". Device has been explanted and replaced with a non allergan product.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Crease fold of implant: observed. Double capsule: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.